Manufacturer narrative:
Based on the current information provided, the root causes of the patient's reported postoperative complication cannot be determined or are unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. If additional information is received, a follow-up MDR will be submitted. A site history complaint review was unable to be conducted at this time due to a lack of specific event/procedure details. There was no image or video clip supplied for review related to a specific event. System or instrument log reviews could not be performed due to a lack of system, procedure, and instrument detail. An isi clinical development (cde) conducted a clinical article image review and the following was found: additional clinical information cannot be provided from figures 1 and 2. Paralytic bowel obstructions can be a complication of any surgery. Figure 3 shows that this port placement is not consistent with our xi guidelines, which indicate that the four robotic ports should be placed linearly. It cannot be confirmed if this port placement or the da vinci system contributed to the reported complication. This complaint is being reported due to the following: within the journal article titled, ¿robot-assisted excision of rectal duplication cysts: a case report,¿ it is noted that a patient experienced a post-operative paralytic bowel obstruction after undergoing a da vinci-assisted lar procedure. The patient was discharged 27 days after surgery. At this time the cause of the post-operative complication is unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred.

Event description:
On 17-mar-2022, intuitive surgical, inc (isi) became aware of a "clinical case reports" journal article titled, ¿robot-assisted excision of rectal duplication cysts: a case report¿ (kitazono, m., fujita, m., et al. 2022). Within the journal article, the following post-operative complication was noted: after undergoing a da vinci assisted low anterior resection (lar) procedure, a (B)(6) female patient experienced an occurrence of paralytic bowel obstruction. The patient was discharged 27 days after surgery. Per the article, the patient has remained in excellent health so far for a year and 5 months. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event. However, no additional information has been received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) obtained the following additional information from the article correspondence (chief director of surgery and gastroenterological surgery): there was no allegation that a malfunction of a da vinci system, instrument, or accessory occurred during the surgical procedure or caused or contributed to the paralytic bowel obstruction. The article correspondence indicated that these surgical outcomes/complications are considered to be normal, regardless of whether the procedure is robotic or not. Furthermore, the article correspondence indicated, ¿there is no doubt that the usefulness of robots will be more effective if they are in a narrow and deep pelvis. The event can occur both with robot and lap.¿